Event description:
It was reported that the patient presented in clinic for pacemaker implant. Post-procedure, it was noted that pacemaker exhibited failure to sense on the atrial channel. The pocket was re-opened and the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of failure to sense was not be confirmed. Final analysis found the results of all electrical test performed, including mechanical stress testing, battery assessment and sensing test at field settings indicate normal device characteristics. No anomalies were found.